Event description:
It was reported that a lead perforation was observed during follow-up visit. An x-ray was performed and confirmed lead perforation. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the lead tip stiffness is according to specification. The damage found was sustained during the surgical procedure.